Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer in cabinet was failed to close.the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that drawers 2.1 and 2.2 did not close. The field service engineer (fse) removed broken catch, disconnected latch sensor and solenoid, replaced damaged half height (hh) drawer rails, rebooted station, and tested operation. The system functioned as intended after the field service engineer (fse) repaired the device.